Manufacturer narrative:
(B)(4) product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple reports have been submitted for this event. Please see associated reports: 0001825034-2018-10930, 0001825034-2018-10931.

Event description:
It was reported that the tip of a hex driver fractured. The surgeon was unable to remove the trial body from the implanted stem. Therefore, the implanted distal stem had to be removed. The instrument malfunction caused a 45 minute surgical delay. Attempts have been made, and no further information is available.

Manufacturer narrative:
(B)(4). Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.